Event description:
Complainant alleged that during incoming inspection of the product, the device displayed an intermittent "pacer fault 116" and also reported "pacer disabled" and "defib disabled". There was no pt involvement during the reported malfunction.